Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating that the right motor is getting extremely hot, and is smoking. No flame or arcing has been seen.